Manufacturer narrative:
The customer's report of the thermogard displayed tcmid:04 (ce response timeout) error message was confirmed during functional testing and archive review. The defective temperature probe was replaced to remedy the fault. As part of routine service during testing, the console was examined and found cold well cap and pan drip was missing, and the cover deck was damaged, unrelated to the reported complaint. The thermogard xp ivtm system is a reusable device and was manufactured in january 2013. The device has been operating for 6 years and has exceeded its expected serviceable life of 3 years. Therefore, this type of issue is characteristic of normal wear and tear. During functional testing, error message tcmid:04 was noted, thus confirming the reported complaint. The event log was reviewed and confirmed the occurrence of the tcmid:04 error message on the customer reported event date. The system was calibrated and tested. The console passed the final functional test with no further issue. Upon customer approval, the damaged parts will be replaced. The console will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) was used for the patient's ivtm treatment. The patient was rewarmed and was being maintained at normothermia when the console displayed tcmid:04 (ce response timeout). Another system was used to continue the treatment. No consequences or impact to patient.